Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the patient outcome could not be conclusively determined through this evaluation. The account reported that the patient expired on (B)(6) 2021, and the patient's cause of death was not reported. Multiple requests for additional information were issued to the customer; however, no further information was provided. No autopsy was performed. (B)(6) was not returned for evaluation. Review of the device history records showed no deviations from mfg and qa specifications. The heartmate 3 lvas IFU is currently available. Death is listed in the heartmate 3 lvas IFU as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported through the patient outcome that the patient passed away on (B)(6) 2021. No additional information was reported. No autopsy was performed, the device will not be returned for evaluation.